Event description:
It was reported that the patient experienced loss of therapy due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned and remain implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(6), model: sc-2218-70, serial: (B)(6), batch: (B)(6).